Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a pinhole on the universal cord and video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation and was likely due to moisture invasion, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the lens of the deflectable videoscope had blood stains. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to damage on the charged coupled device (ccd) unit. The report is being submitted due to the defects found during evaluation.